Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent capture since shortly after implant. The device was later programmed to vddr to address the ra lead. Additional information received indicated that this right atrial (ra) lead was surgically abandoned due to pacing inhibition. No additional adverse patient effects were reported.